Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had bent cannulas and her blood glucose was at 580 mg/dl when she found out that the cannula was bent. Customer stated that her blood glucose was due to the infusion set and the not the insulin pump. Customer declined to troubleshoot for high blood glucose. Customer treated with a manual injection.